Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the probe broke off in the patient¿s bone. It was noted that the patient had sclerotic bone. The bone was drilled out and the tip removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.